Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a non-recoverable fault occurred which resulted in an instrument becoming stuck on anatomy. The customer called technical support who confirmed error 30 on the right master tool manipulator (mtm) via logs. The customer said they did not want to use the instrument release kit (irk) to open the stuck instrument as they were concerned about bleeding occurring. A laparoscopic instrument was used to clamp the tissue, and the instrument on universal surgical manipulator (usm) 4 was replaced. A clip was placed on the anatomy the instrument was stuck on. The instrument was then removed from the tissue. A system power cycle was performed to clear the non-recoverable error. The procedure was continued as planned. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical field service engineer (fse) went on-site for system verification. The master tool manipulator (mtm) 2 was replaced due to the errors confirmed in the system logs. The system was tested and verified as ready for use. The mtm2 was received for failure analysis investigations. The reported event could not be replicated but was confirmed via log review. A review of the system logs for the reported procedure indicated that an error occurred on mtm2.